Event description:
It was reported that the ilet pump¿s pause function did not decrement or reflect elapsed time when paused, and the behavior persisted after confirming the device was up to date and performing a restart. Symptoms included no clinical effects reported. Outcomes included no changes in patient condition and no medical intervention. Investigation included guided troubleshooting and user education, including firmware verification and device restart, as well as a request for a video for further assessment. Investigation of this case revealed no alerts or alarms and no improvement after restart. It was concluded that the issue remained under assessment and that a definitive root cause was not identified based on available information.